Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and motor tests. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 238 mg/dl. Customer stated that it happened during a bolus. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.